Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received without cap but with one needle attached. No defect observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported 1 syringe of juvéderm vollure¿ xc had ¿the needle popped off¿ and ¿a lot of the product came out.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions: juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported 1 syringe of juvéderm vollure¿ xc had ¿the needle popped off¿ and ¿a lot of the product came out.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.